Event description:
It was initially reported that the physician's handheld was giving a time out message a few minutes after interrogation. The physician would select proceed and have to re-interrogate the patient to continue the appointment. It was confirmed that the inactivity time out was set to 90 minutes but the handheld continued to time out after a few minutes. A hard reset was performed but that did not resolve the issue. The company representative did not know of any issues with the software upgrade. Good faith attempts for product return have been unsuccessful to date.